Event description:
The customer reports that the file tips are breaking upon inserting into the canal as well as when putting the rubber stop on the file. This is a new file right from the box. The files break in the tooth canal and the pt was sent to an endodontic. The device will not be returned because it was discarded.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.